Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had fault code 58. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and found that the ambient temp reading was showing question marks. Fse resolved the issue by replacing the d670-00-1164, front end board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while checking out a different issue on the unit, the cardiosave intra-aortic balloon pump (iabp) unit has a fault code 58. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a